Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device was discarded. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient died post cardiomems implant procedure due to complication from a pulmonary hemorrhage. During the cardiomems implant procedure there was difficulty establishing venous access in the right groin so the procedure was completed via intrajugular approach. Cardiomems was not inserted in groin. The patient's hemoglobin reflected a drop on the wedge and the pulmonary arterial stats drawn intra-procedure. Complete blood count was drawn peripherally at the end of procedure and also reflected a hemoglobin drop. The patient was moved to the post-procedure area for recovery. The patient then experienced an acute drop in blood pressure. The patient was stable when leaving the procedure room and received a blood transfusion in the recovery area. The physician confirmed that computed tomography scan results indicated there was likely a pulmonary hemorrhage. Repeat angiogram did not identify a source. The patient went back to interventional radiology for a repeat pulmonary angiogram and it did not show any bleeding area. The patient had a chest tube and rapid re-infusion of blood out of the chest tube. The patient was taken to interventional radiology for embolization, but nothing was found to embolize. The patient deceased (B)(6) 2024. Cause of death was reported to be due to complications from the pulmonary hemorrhage. Pulmonary hemorrhage was determined based off chest xray results.